Manufacturer narrative:
The specific processing runs from which sub-optimal processing of patient tissue samples was identified by the complainant were not provided. However, the complainant reported that sub-optimal processing of patient tissue had occurred for the "past week" using the "4 hour protocol" in "retort a". Manufacturer evaluation of the instrument logs provided found that nine (9) processing runs, which either started or completed between (B)(6) 2021 and (B)(6) 2021, using the "4 hour" protocol had been executed in retort a; and there was no evidence of any device malfunction during the period (B)(6) 2021 and (B)(6) 2021, which is the period covered by the instrument logs provided. The "4 hour" protocol with a duration of 4 hours and 1 minute has been validated for use on this instrument in the complainant laboratory; and sub-optimal processing of patient tissue samples has not previously been reported to the manufacturer in relation to the use of this protocol. Investigation of this complaint found the instrument functioned as designed during execution the "4 hour" protocols in retort a, which either started or completed between (B)(6) 2021 and (B)(6) 2021. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant is considered to be use of a protocol of inappropriate duration for the type/size of the patient tissue samples being processed. The information provided details that the affected patient tissue samples were "colon polyp" of "0.3 x 0.3 x 0.1 cm" in size, which were processed using the laboratory validated "4 hour" protocol. Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "4 hour" protocol with a duration of approximately 4 hours and 1 minute is not appropriate for processing "colon polyp" samples of "0.3 x 0.3 x 0.1 cm" in size, which were reported by the complainant as exhibiting sub-optimal processing in this event.

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "specimen spotty, thick/thin appearance. Fixation issue. Issue for past week. Xylene processing. 1 specimen undiagnosed. No other details available." On (B)(6) 2021, the assigned leica field applications specialist-core histology (fas) communicated with the complainant and documented that the customer would replace all the reagents on the instrument, including the waxes. The fas also documented that the patient tissue samples involved in this event were derived from multiple processing runs, which had been executed in retort a using the "4 hour protocol". The number of cassettes involved was documented as: "'mostly just small bx cases and it is kind of hit and miss on those as well' quote from customer". The tissue type and size of the affected patient tissue samples were detailed as: "colon polyp" and "0.3 x 0.3 x 0.1 cm" respectively. On (B)(6) 2021, leica biosystems (B)(4) received information from the leica senior technical applications specialist - pathology that at least one patient case could not be diagnosed. On (B)(6) 2021, leica biosystems (B)(4) received confirmation from the leica field application specialist - core histology that one (1) patient case was "non-diagnostic" and re-biopsy of this patient had not been either recommended or performed. The patient age and gender were also provided.